Manufacturer narrative:
Evaluation summary: there was a kink on the transition tubing 35.8cm proximal to the distal tip. The stent had moved distally and was not positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent wraps. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a severely calcified lesion in the distal rca exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the first resolute integrity stent 3.00x18mm could not pass the lesion, a second resolute integrity stent 3.00x15mm was attempted but also could not cross the lesion. The case was completed using another medtronic device. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury was reported. Device analysis identified stent displacement rsint30015x